Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. Access was obtained via the femoral artery. The 90% stenosed, de novo lesion being treated was located in the moderately tortuous and moderately calcified right coronary artery (rca). Direct stenting was attempted using a 4.0x12mm liberte' stent delivery system (sds), but it did not cross the lesion. The lesion was then pre dilated using a 3.5x15mm non-bsc balloon. The physician attempted to cross the target lesion again using the same 4.0x12mm liberte' sds, but it still did not cross. The non-bsc guide catheter was exchanged for different non-bsc one and the sds still could not cross. It was then noticed that the stent was dislodged from the stent delivery system. Ivus was performed and the dislodged stent was located in the proximal rca. A non-bsc stent was then successfully implanted, crushing the dislodged stent in place to complete the procedure. There patient condition was listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).